Manufacturer narrative:
It was reported that the surgeon over-resected the neck by 5mm which resulted in the size 11 and size 12 backup stem not providing stability and enough leg length with an xl head. The surgeon converted to a stryker accolade size 4 stem to successfully complete the surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon over-resected the neck by 5mm which resulted in the size 11 and size 12 backup stem not providing stability and enough leg length with an xl head. The surgeon converted to a stryker accolade size 4 stem to successfully complete the surgery.